Manufacturer narrative:
Additional information: patient weight. (B)(6) lbs. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient weight not available from the site. No parts have been received by the manufacturer for evaluation. A manufacturer representative went to the site to test the equipment. It was reported that the video splitter was checked with no issues. The computer cables were reseated for possible grounding issues. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection. It was reported that navigation system restarted when moved from one side of the room to the other. The system kept power cycling and further restarts did not resolve the issue. An alternate navigation system was used to complete the procedure. Manufacturer representative checked video splitter and reseated cables but could not replicate issue. There was no impact to patient. There was a reported delay to the procedure of less than 1 hour due to this issue.